Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 410 mg/dl at the time of the incident. Another blood glucose level was 189 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with manual injection,insulin pen and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that the insulin pump multiple large bubbles present along the tubing length and approximate size air bubbles was soda pop or champagne size. Customer stated that they performed displacement test and insulin pump did not pass it. The device will be returned for analysis.